Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.